Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for non-malignant pain. The patient stated that beginning last week they saw an end of service (eos) error code on their patient programmer. Their stimulator was on but then they stopped feeling stimulation and the implant wasn¿t doing anything. They couldn¿t turn their therapy on because they could only get the eos. They had unrelated injections on (B)(6) and stated that before the injection they noticed that they could not feel stimulation. Normally if they reacted they knew it was on or if they moved their feet up or something they could feel the stimulation but when they moved their feet up last week they noticed that they did not feel stimulation. They alleged/had dissatisfaction with the ins longevity. They were told that their battery would last 5 years. It was reviewed that the longevity of the battery depended on the patient¿s device usage and settings. The patient was redirected to follow up with their healthcare professional (hcp). No further complications were reported/are anticipated.